Event description:
It was reported that during priming with one unit of prismaflex m100 set, an external fluid leak at the bypass dialysate connection port was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual sample was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed leakage from connector between the dialysate and replacement lines. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.